Event description:
Customer alleged: volumetric calibration was below normal limits. Bolus volume was 9.358ml and should be 10ml.

Manufacturer narrative:
Investigation found the pump was out of calibration. The pump was calibrated to resolve the issue.